Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was seen for a battery check. Upon interrogation, the pulse generator exhibited loss of capture when the device was permanently programmed to a specific setting and the device was at elective replacement indicator. The physician suspected a device malfunction the patient was admitted to the hospital for a device change out procedure. The device was explanted and replaced on (B)(6) 2016. The patient was in stable condition before and post surgery.